Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the ECG not appearing. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the dfm100 measurement module ECG, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the dfm100 measurement module ECG. The reported problem was confirmed. The customer replaced the dfm100 measurement module ECG to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.